Event description:
The needle broke during surgery, while sewing the uterus in the laparoscopic myomectomy and the broken part fell into the patient. It took over 1 hour to look for the broken needle with the help of a CT and finally it was retrieved and removed without further incident.

Manufacturer narrative:
A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, in-process, or final inspection process. The needle is an ethicon supplied component. The exact device was not returned for review. Samples from the same lot were not available for review. The third party evaluation report has not been received to date. If samples or the report become available at a later date, the samples or information will be reviewed and added to the file and a follow-up report will be filed. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps, surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. The ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿. Without receiving ethicon¿s third party analysis, testing sterile devices from the same finished good lot or receiving details regarding the tools utilized to grasp the needle component, procedure performed or the surgeon¿s technique a definitive root cause cannot be determined at this time.